Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate via email during a pcl reconstruction, the surgeon was inserting the reported milagro into the femoral burr hole, it broke. He replaced with milagro 5x23mm and completed the surgery without a delay. There was no harm to the patient. It was brand new and the first use when the issue occurred. Additional information received via email from the affiliate on (B)(6) 2017. The broken anchor was removed. The original bone hole was used to complete the procedure. This failure did not cause any delays.